Event description:
The patient has been referred for surgery; however, surgery has not occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that after interrogating the patient's device, it was discovered she had high lead impedance. Per reporter, the patient forgot to take her medication a month and a half ago and fell during a seizure. She thinks that must have damaged her vns during the fall. X-rays were taken of the patient's device and reviewed by the manufacturer. Based on the x-ray received there no fractures or lead discontinuity that could contribute to the reported high impedance that were seen. The connector pin could not be confirm to be fully inserted and that may be a contributing factor to the high impedance if it was not fully inserted. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. Revision surgery is likely, but has not occurred to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted generator and lead have not been returned to date.